Manufacturer narrative:
Please disregard the initial report. The customer did not experience high or low blood glucose levels. The customer's blood glucose was 192 mg/dl. After treating with insulin, the blood glucose was 122 mg/dl. The report was created in error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 548 mg/dl. Customer had lunch and soda. The insulin pump will not be returned for analysis. Frn unknown, inf set unknown, ozp mmt-7020a.